Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and attempted to load a new cartridge onto the pump, but was unable to complete the load process and went back to the home screen with a zero over the fill estimate. Reportedly, the customer did not receive any alerts or alarms. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 158 mg/dl.